Event description:
It was reported that the left ventricular lead exhibited loss of capture; the lead had dislodged. The lead was explanted and replaced. The patient's condition was good without any adverse event after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.